Manufacturer narrative:
Complete entry to section a1 - patient identifier (B)(6). This report is being filed on an international product, list number 06q02 that has a similar product distributed in the us, list number 04z96, with 510k number k213486. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a delay in results when samples were stuck in the gripper of the glp bulk loader module. The glp bulk loader module stopped with no alerts; samples were stuck in the gripper and no other samples could be unloaded. A total of nine samples (sids (B)(6) were delayed with specimens requiring redraw as the samples had exceeded stability for potassium. Update, additional patient information was added on 30apr2025. The bulk loader module stopped without giving any alerts. Two samples (sid (B)(6) were stuck in the gripper. The samples were redrawn. There was no further impact to patient management reported.

Event description:
The customer observed a delay in results when samples were stuck in the gripper of the glp bulk loader module. The glp bulk loader module stopped with no alerts, samples were stuck in the gripper and no other samples could be unloaded. A total of nine samples (sids (B)(6)) were delayed with specimens requiring redraw as the samples had exceeded stability for potassium. Update, additional patient information was added on 30apr2025. The bulk loader module stopped without giving any alerts. Two samples (sid (B)(6)) were stuck in the gripper. The samples were redrawn. There was no further impact to patient management reported.

Manufacturer narrative:
The glp bulk loader module (blm), serial (B)(6), stopped without generating any alerts or messages to notify the operator. The abbott automation solutions (aas) technical group performed an investigation based on the complaint information. Aas stated that the software version 2.0.0.12 release will help mitigate this issue. Return testing was not completed as returns were not available. A review of complaint and trending data for the glp bulk loader module did not find any other complaints related to the current issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the glp bulk loader module for serial (B)(6) was identified.